Event description:
The customer stated that reagent cap #1 did not open on the axsym troponin-I adv reagent pack (lot 49238m202) causing a probe crash. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.